Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 16 july 2025 and 17 july 2025. H11: the actual device was received for evaluation. A visual inspection noted a yellow particle, measured to be 0.60 square mm in size, embedded in the material of the tubing line and was not in the fluid path. The yellow particle was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the materials of the tubing line. The reported condition was verified. The cause of the condition was manufacturing related, however, since the pm was not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had particulate matter, described as brown discoloration in the fluid pathway downstream of the solution filter. This occurred during filling the device with saline. There was no patient involvement. No additional information is available.